Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. The reported problem (battery not charging correctly and won't power on the monitor) was confirmed. As received, the battery would not charge or power on a monitor upon evaluation, there was corrosion on the pca board inside the battery pack. The cause of the inability to charger and power on a monitor is the corrosion on the pca board. The cause of the corrosion is liquid contamination. The root cause of the contamination cannot be positively identified but is likely ingress. No adverse event resulted from the defective battery pack. The pt received a replacement battery pack.

Event description:
The daughter of a (B)(6) female pt contacted zoll customer support to report that the pt's battery pack was not charging properly and would not power on the monitor. The pt was issued a replacement battery pack.